Manufacturer narrative:
Updated: h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿main lamp went out¿ issue could not be reproduced, and the root cause of the issue could not be determined, however, the lamp displayed 500h of accumulated operating time, therefore, the indicated phenomenon may have occurred due to the degradation of lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was reproduced. The evaluation uncovered the wear of the detection lever and the lamp had exceeded 500h. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown therapeutic procedure, the main lamp went out on the visera elite xenon light source. After restarting the device, the phenomenon improved, and the procedure could be continued and completed with the same device. There were no reports of patient harm associated with this event.